Manufacturer narrative:
Date received by manufacturer:, corrected data: follow-up report 2 inadvertently listed the incorrect year received by manufacturer. Correct date should have been 01/05/2015.

Manufacturer narrative:
If explanted, give date; corrected data: additional information was received indicating that the lead was not explanted.

Event description:
It was reported that the patient was scheduled for lead revision with possible replacement due to an injury. It was reported that the patient was hit in the neck with a 50lb feed sack and has been experiencing a shocking sensation periodically since that time. Device diagnostics were reported to be within normal limits. The physician indicated that the patient was referred for surgery to preclude a potential serious injury. No surgical intervention has been performed to date.

Event description:
It was reported that the patient underwent lead revision and nothing was removed. The lead was only inspected in the operating room and did not appear to have any fractures or breaks. Impedance was taken and was within normal limits, so it was decided that no devices would be explanted. The surgeon repositioned the lead and the surgery was ended.

Event description:
The patient underwent lead replacement on (B)(6) 2014. Attempts for product return have been made, but the explanted product has not been received to date.